Event description:
It was reported by the customer that the device had an alarm - error codes / messages/error 120.4610. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The customer's reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4610 confirmed in logs. Cause determined to be a loose battery connection. Battery connector prongs adjusted and screws re-torqued, device passed all testing. Replaced corroded left/ right iui's. Based on the findings, service determined that the proximate cause of the reported issue was due to loose battery pack. A review of the device history record showed the device had a manufacture date of 02/27/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 120.4610 confirmed in logs. Cause determined to be a loose battery connection. Battery connector prongs adjusted and screws re-torqued, device passed all testing. Replaced corroded left/ right iui's. A review of the device history record showed the device had a manufacture date of 02/27/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to loose battery pack. Battery connector prongs adjusted and screws re-torqued (error code 120.4610). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA ca-2018-0161 iui conn issues.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/error 120.4610. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages/error 120.4610. There was no additional information provided and no patient involvement.